Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to the olympus regional repair center (rrc) in prerov, czech republic (received at the rrc on 2022-10-21). During the inspection at the rrc error messages e433 and e172 were found in the error log but could not be reproduced. Thus, temporary faults are assumed. These error messages may have different technical causes. Since the error messages could not be reproduced during the inspection, the cause for their occurrence could not be determined. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. A manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that during preparation for use for an unspecified therapeutic procedure the esg-400 electrosurgical generator displayed error message e433. The intended procedure was completed using the same set of equipment and there was no report about an adverse event or patient injury.